Event description:
Caller states that he performed a back to back test with his device and obtained the following results: 386mg/dl and 115mg/dl. He reports that he went to the doctor a week later to perform a lab test with a result of 91mg/dl. No treatment was reportedly received. No glucose control solution used. Requested return of suspect device and replacement was sent.